Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved. The pump had been off for 20 minutes, so rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error as the operator did not perform rinseback in a timely manner. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The arterial air alarm at the beginning of treatment was most likely a result of access flow issues. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the blood loss and will provide additional training regarding access issues and responding to air alarms. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.